Event description:
The lay user/pt contacted lifescan alleging that the product had a damaged display and was unresolved with troubleshooting. There were no allegations of harm or injury due the reported issue as the pt's symptoms proceeded the onset of the reported issue. In addition, the pt identified receiving any medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.